Event description:
A pt reported that pt's ot ultra meter had been giving false readings which resulted in pt going to the hosp. Pt obtained a low reading and had symptoms where pt was feeling really hot, pt's tongue was numb and was incoherent. Pt obtained a reading of 80 on pt's meter and in the hosp (unknown if it was ER meter or lab), pt was a 34. No additional info is available.